Event description:
It was reported that the ceramic pads are broken. The broken fragments have not been returned but the event occurred during reprocessing steps so there were not patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The findings of the product analysis were, ¿the breakage is probably due to some shocks during reprocessing with the absence of the protection provided or a lack of care¿ the instrument has been returned with the protection provided.¿ image inspection. (B)(4).